Event description:
It was reported that the pt had received a vibratory alert for multiple episodes of non-sustained lead noise. The noise was reproducible through isometric exercises. Loose setscrew is suspected. The physician decided to explant and replace the lead.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.